Event description:
It was reported that the customer had high blood glucose levels of 290 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was exposed to a strong magnetic field at the airport about a year ago. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to loose/flush drive support disk. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and missing end cap sticker.